Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin, and remained static at 200 units. It was unknown how much insulin had been delivered by the customer. The customer's blood glucose level was 154 mg/dl.